Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced dizziness and sweating, she was about to take a bg reading when on the way to the kitchen she passed out. The husband called the paramedics. The fire department was the first to respond and took a bg reading which was 30 mg/dl and the cgm reading was 212 mg/dl. When the ambulance came, the paramedic took a bg reading which was 19 mg/dl and the cgm reading was 212 mg/dl. While being take to the hospital the patient was treated with intravenous (IV) dextrose by the paramedics. In the hospital, the doctor calibrated the cgm however the calibration did not bring the cgm in the expected range. The cgm was reading 212 mg/dl an the bg reading was 132 mg/dl. There was no treatment provided at the emergency department (ed). The patient stayed at the hospital for 3 hours for observation and they provided something to eat (peanut butter and jelly sandwich). The nurse performed an electrocardiogram (EKG). The patient was discharged the same day. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e, b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.